Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, event history log review, and a power-on self-test. The cause of the damaged power cord was unable to be determined. The cord was replaced to resolve the condition. The device was serviced and restored to a good working condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. There was no patient involvement. No additional information is available.